Manufacturer narrative:
Investigation conclusion: analyzer data was obtained and analyzed as part of the investigation. Analysis did not conclude a product performance issue. Tested 5x retained and returned devices with negative standard. All devices yielded valid and accurate negative results at the 15 minute result read time. Root cause: could not duplicate with retains and return. Source: phone.

Event description:
Customer alleged 58 false positive flu b results on sofia flu+sars out of 340 tested. Only 15 results confirmed by pcr.